Event description:
Alleged when he presses the knee up switch, the knee will raise a few inches and will then stop and run back down when he lets off the knee up switch.

Manufacturer narrative:
The facility replaced the head limit switch to repair the bed.